Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high" (specific value not provided). A correction bolus was delivered to address bg. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.